Manufacturer narrative:
Correction to section a2: the patient's date of birth and age at time of event have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason of the call was caller stated that they are having hard time connecting to the mystim rc app. Sometimes it will work sometimes not, specially at night when they want to turn off the stimulation they are having hard time connecting. Agent walked the caller through resetting the communicator. Caller then tried connecting to the mystim rc and was able to get connected immediately. Agent reviewed best practice on using the communicator. No symptoms were reported. Patient called in and reported previously documented information. Pt mentioned they're still having problems getting their communicator connected for them to increase and decrease; pt added their mdt rep assisted them last week but they needed to reset 3-4 times and they finally connect. Mdt rep advised them to call to get a replacement before they meet with them this thursday. When agent attempted to troubleshoot the communicator pt mentioned they had a hard time hearing and wanted to be transferred to someone else. Pt was transferred back to the line.caller reiterated communicator issues and stated that patient started having the same issues again this past weekend. Caller stated that patient has been pressing the button but almost every day they have to reset the communicator and re-pair it to the communicator. In office today, caller stated the communicator wouldn't even turn on until they did a reset and re-paired to handset. Caller requested replacement. Technical service specialist ordered replacement communicator from repair. Patient rep, called back from number on file stating patient received the replacement communicator and it worked fine on friday; however, since then the patient has been unable to connect through the mystimrc app. Patient spoke to medtronic rep yesterday and was told the charging cord or block must be the issue. Caller stated they brought a 3rd charging block and cord and attempted to charge the communicator, but this did not resolve. Caller stated the communicator will flash yellow and then red and then power off. Caller noted the communicator had been plugged into the charging cord all night and then the 23 minutes they were on hold. Caller also stated they had reset the communicator 3 or 4 times. Caller added that the patient had turned the stimulation off for 2 days because they had increased the stimulation way too high and every time they would move to lay down it almost paralyzed them; patient noted they had to connect through the recharger application to turn therapy off. Agent had caller reset the communicator and plug into charging cord; caller confirmed green flashing light. Agent had caller connect through recharger app; caller reported implant at 50% with an excellent connection. Caller closed all apps and attempted to connect through mystim app; caller was prompted to scan communicator code, after which not found communicator displayed. Agent had caller restart the handset, again reset the communicator, reset bluetooth, and check mystim about menu; caller reported communicator serial number was blank. Agent had caller enter code manually in mystim app; caller reported patient connected successfully. Agent reviewed with caller where to locate communicator battery level; caller reported communicator was at 5%. Agent advised caller to continue charging communicator to full and reviewed sleep mode as well as closing apps between use.patient called back on phone number stating they needed to speak to rep because they were having problems over and over again for they could not turn it off. The caller then conferenced patient onto the line. At 4pm yesterday the communicator was at 100% and by 11pm last night the communicator was dead again and would not accept a charge. When trying to use the communicator it said it could not find it for it did not exist. The patient claimed they were told yesterday to never press the communicator power button so they did not last night. During call the patient's communicator would not power on even when trying to reset it. Patient plugged communicator into micro usb cord and it would not turn on. When they went into mystim app it was telling them to scan the communicator for the communicator unpair itself. Agent closed case.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.